Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20312771.

Event description:
It was reported that the patient developed bursitis and was experiencing undesired stimulation at that target area. The patient underwent an explant procedure. All device components were removed and kept by the medical facility.